Manufacturer narrative:
This MDR is being filed retrospectively as a result of corrective actions to 483 observations. Upon review of the pediatric parenteral nutrition order form, the physician requested 70meg/kg of sodium chloride (nacl). A review of the tpn pc+ history files indicated that two warning limits indicating higher than normal sodium level and an incorrect osmolarity level were activated prior to completing this order, however, both warning limits were bypassed and the tpn bag was pumped as is. A review of the bag label and mix check report indicated that the tpn bag hat was pumped matched the physician's ordered tpn prescription. An evaluation of tpn pc+ calculation software history files, the mixcheck report from the compounded tpn bag and the original doctor prescription revealed that the software functioned as designed. Besides bypassing the safety features resident in the software, a verification label along with the associated documentation that is produced with the order of the tpn bag clearly indicate the ingredients and their amount in the tpn solution, pharmacist and physician verification of the tpn bag failed to identify the higher-than-desired ordered amount of nacl. A review of the product hazard analysis (pha) and customer complaint data for this product was conducted and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha.

Event description:
In 2006, baxa was notified of an incident that resulted in a patient being transferred into the picu. The customer reported that the patient was infused with a tpn solution that contained a higher-than-desired volume of sodium chloride (nacl). The customer did not provide details regarding the patient's condition other than to state that the "prognosis was poor."